Manufacturer narrative:
The customer reported that this unit had incorrect default configuration settings. These configuration settings will impact the battery run-time. A philips representative went to the customer site and verified the failure. The representative resolved the issue by resetting the configuration to the appropriate settings.

Event description:
The customer reported that this unit had incorrect default configuration settings. These configuration settings will impact the battery run-time.